Event description:
It was reported that a smiths medical pump gave a "no disposable clamp tubing" alarm. Pump settings: rate 2; res vol 60.3; given 30.2; air in tubing. No injury to patient. No further information available.